Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was found to be inoperable during a surgery to explant the device due to pain at the ipg site (related manufacturer reference number: 1627487-2023-01442). Surgical intervention was undertaken in which the ipg was explanted to address the issue.